Event description:
Additional information received reported that there was a high impedance issues without resolution. The implantable neurostimulator (ins) was replaced with no impedance issue. The patient was stated to have recovered without sequela.

Manufacturer narrative:
Analysis of the device, model # 3058, (B)(4), found the setscrew to be backed out too far.

Event description:
It was reported that there was failure of ins with an impedance issue. Lead was placed. Ins was connected and impedances were taken intraoperatively. Everything was > 4 thousand. They disconnected, cleaned, and reconnected. All impedances were still over 4 thousand. They turned amp to 5v and still over 4 thousand. They changed ins and impedances were all fine and they closed up. It was later reported on (B)(6) 2013 that the patient was receiving effective therapy.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08a6v: product type lead; product ID 3037, serial# (B)(4): product type programmer; patient product ID 3058, serial# (B)(4): product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.